Event description:
Leica microsystems (schweiz) ag received a complaint from germany stating that the swing arm of the m320 w12 fell down when positioning the microscope from the park position to the working position. There was no patient involvement.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Manufacturer narrative:
This is a final report. The investigation determined that the root cause of the broken leica m320 f12 foot bearing is a mechanical misuse of the device by applying excessive force. The material examination revealed that the foot bearing broke due to sudden overloading (ductile forced fractures). A design review revealed that the subassembly is designed with a safety factor of 6 related to its nominal load. There is no design problem and no indication of an adverse trend. It can be concluded that the malfunction occurred due to a user error. The defective swing arm was replaced by a new one.